Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance values of 125 ohms. Boston scientific technical services (ts) was contacted, and ts discussed programming options. The device and lead remain in service. No adverse patient effects were reported.